Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a stone. However, handle cannula detached. The basket was pulled out and another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: device code a0501 captures the reportable event of handle cannula detached. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection noted that the handle cannula was detached. A photo submitted by the customer also showed that the handle cannula was detached. Dimensional inspection observed the side car rx was pushed back approximately 1.5 mm which is out of specification. Both screws depth and length were measured and found within permitted tolerance. The x-ray image shows that the screws were in good condition. The reported event was confirmed. Based on all available information, the reported event "handle cannula - detachment of device or device component" was confirmed because the results of the analysis performed on the returned device, along with the picture provided by the customer, showed that the handle cannula was detached. Furthermore, because the side car rx was pushed back, it suggests that an excess of force was applied when the handle was pulled; perhaps the manipulation, technique used, or the patient's anatomical conditions contributed to this event. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a stone. However, handle cannula detached. The basket was pulled out and another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter address: (B)(6). (B)(4).